Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. The first sample tested with the elecsys anti-hcv ii assay yielded a result of 6.54 coi (reactive). Two re-runs of the same sample reportedly produced the same result. Testing of a pre-treated sample with hemoglobin binding tubes (hbt) also yielded a result of 6.54 coi (reactive). Polymerase chain reaction (pcr) testing of the sample was negative. A second sample tested with the abbott architect ahcv assay yielded a result of 0.69 s/co (non-reactive). A third sample tested with the elecsys anti-hcv ii assay yielded a result of 6.82 coi (reactive). Testing of the same sample with the abbott architect ahcv assay yielded a result of 0.81 s/co (non-reactive). On (B)(6) 2023, western blot (inno-lia) testing was performed, yielding an indeterminate result with a reaction to hcv c1 (+). It is not known which sample was used for this test.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause of the reported event was attributed to a sample-specific discrepancy. Differences in assay sensitivity to core antigens may contribute to such discrepancies. Additionally, the western blot (inno-lia) result was indeterminate, and a reaction to hcv c1 (+) was observed, which does not exclude the possibility of a reaction. No further investigation could be conducted as no patient sample material was available. The device remains in operation at the customer site.